Manufacturer narrative:
One device was received for evaluation. Customer reported problem: device had cracked downstream occlusion diaphragm, which means that the device had cracks on dso seal. Replaced dso seal. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. All functional test of the device passed after repaired.

Event description:
It was reported that the device had cracked downstream occlusion diaphragm, found during preventive maintenance testing. Ro (B)(4).